Event description:
It was reported that during procedure, the t2 implant would not deploy when the knob was depressed repeatedly. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No ts or suture remain on the insertion needle or were returned. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device IFU under warnings "do not bend the delivery needle. The (B)(4) devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.